Manufacturer narrative:
The lay user/patient has returned test strips to lifescan (lfs); however, these are from a different lot, not associated with this complaint and therefore, no testing has been performed. Lfs has requested the return of the subject test strips for evaluation and should these be returned, lfs will evaluate them and inform the FDA if they do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging obtaining inaccurate high blood glucose results of "312, 307 and 165 mg/dl" compared to their feelings and/or normal readings. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.